Manufacturer narrative:
Foreign zip code (B)(6).

Event description:
It was reported that the surgeon had problems fixing the screw in the tibia, when the screw was broken the surgeon removed the screw and left the absorbable part inside the patient, the surgeon had a backup screw but decided to use a staple to finish the procedure. There were no injuries in the patient.

Manufacturer narrative:
One 72201778 8x30mm biosure ha screw returned. Dimensional inspection confirms that this is an 8x30mm product. The phillips head does not show signs of stripping or over-torque. It has scuff marks but is not distorted. There is 10mm length of threaded distal tip absent which was not returned. The remaining distal threads indicate signs of difficult use. They are chewed up. This symptom indicates is consistent with the guide wire getting caught up in the threads which will contribute to the fracture of the screw. It was relayed that a starter and biosure driver were used. Size was not relayed. Bone was hard. No root cause related to the manufacturing of this device was confirmed. Updated